Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the locking titanium adapter disconnected from the patient¿s peritoneal dialysis (pd) catheter (non-baxter product). This occurred during an unspecified step of pd therapy. The patient was connected at the time of the event. Renal therapy services assisted the patient in ending the therapy. Rts advised the patient to contact their registered nurse (rn) or go to the emergency room if unable to reach rn. The titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.